Event description:
Discordant results for troponin I (tni) were obtained on an advia centaur cp. The patient samples were tested on another instrument in the same laboratory and corrected results were sent to the physicians. The initial and corrected results were positive and consistent with the diagnosis of myocardial infarction of the patients. There are no reports of patient intervention or adverse health consequences due to the discordant tni results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and determined the cause of the discordant tni results was a leaking base pump. The fse replaced the base pump. The instrument is performing within specifications. Further evaluation of the device is not required.